Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker showed noise over-sensing on the right ventricular (rv) lead. Programming changes were made to resolve the issue. The patient was in stable condition.